Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, the patient was morbidly obese and the vessel had calcium present. When the physician deployed the needles and tried to retract the plunger from the body of the device, he was unable to and the device became stuck in the patient's groin. Surgery was performed to extract the device from the patient's groin, and hemostasis was achieved surgically. It was indicated that a hematoma (of an unspecified size) formed while attempting to remove the device, but was treated surgically. The patient was kept overnight. There was no resultant adverse sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients who are morbidly obese and with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device retraction issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The reported patient morbid obesity and vessel calcification were most likely a contributing factor. Therefore, the most likely cause for the event is related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Eight unused sterile proglide device with the same lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.